Manufacturer narrative:
Exact date unknown, event occurred the day the device was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 21160211.

Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. All components were explanted and discarded per hospital policy.